Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an error message and was in backup vvi mode during a follow-up in clinic. The patient complained of receiving intermittent pectoral stimulation. Upon review of the ECG, the patient was in a spontaneous rhythm with no pacing. The backup vvi error was suspected due to a strong magnetic field exposure. The device was reprogrammed successfully. The patient was not a pacemaker dependent patient and was in a good medical condition.